Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported folded (winged balloon) was confirmed; however, the reported deflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other nc trek device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a lesion located in the right renal artery that was non-calcified and non-tortuous. The nc trek rx 4.5 x 15 mm balloon dilatation catheter (bdc) was being used for post-dilatation and was inflated one time to 14 atmospheres. Negative was held for 5 seconds but the balloon would only partially deflate and did not re-wrap properly (winged out). The nc trek bdc was able to be removed partially inflated with the sheath and the patient had a good outcome. There was no clinically significant delay reported. Another nc trek 4.5 x 15 mm balloon dilatation catheter was then tested outside the patient with the same issue as reported with the first device. No additional information was provided.